Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced increased pain. The physician suspected there may have been spinal cord compression due to lead placement. The device was removed and there have been no reports of further complications regarding this event.